Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer's blood glucose (bg) level was 450 mg/dl. Customer went to the emergency room (ER) for elevated bg. Customer was treated intravenously with fluids of saline and insulin. Customer was released later that day with issue resolved and no permanent damage. Reportedly, the customer was using a non-tandem wall adapter in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd tandem wall adapter. The customer continued to use the pump for insulin therapy.